Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the doctor had difficulty with registration. The patient was under general anesthesia and the procedure was not completed by other means. The procedure was rescheduled.